Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that there was a stent previously implanted in the circumflex (cx) artery. Two different voyager balloons were being used for pre-dilatation distal to the stent. After multiple inflations both balloons ruptured either due to calcium or the struts of the previously implanted stent. The inflation pressure was not reported. The physician did not feel it was a device issue. An attempt was made to stent with two xience v stents but neither stent would cross. Balloon angioplasty (poba) was performed. No pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). The otw voyager 3.5 x 20 mm (part# 1009445-20/lot# 7100551) mentioned is being filed under a separate MFR report number. Eval summary: balloon ruptures can be affected by numerous factors including, but is not limited to, balloon damage during mfg, material discrepancies, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification or tortuosity, or insufficient preparation prior to use. Reportedly, the target lesion was moderately calcified and the vessel had a previously implanted stent. In this case, it is likely that the balloon may have become scratched/damaged during interaction with the lesion calcification or stent struts such that the balloon ruptured, as no damage was noted during preparation for use or during previous inflations. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.